Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and not returned. The optic is split at the edge of the optic. The optic was crushed over a post in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint of lens not positioned correctly in the eye. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation there was an issue with placement. The product was in contact with the patient. Additional information has been requested and received stating there was no harm to the patient and was not hospitalized for the event.